Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. The fcr reported that this patient has been presented with 10-14 days of wound issue and infection. At the time of the implant procedure on (B)(6) 2018, the physician had utilized a 3-incision technique. The patient has been scheduled for extraction of this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode; however, the patient's white blood count is within normal range and the patient was recently treated with vancomycin. Additional blood panel and cultures have been ordered. Boston scientific received information that the extraction procedure has been put on hold pending repeat blood and wound cultures. Boston scientific received information from the clinic nurse that the patient's subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were extracted on (B)(6) 2018.